Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and failed. Applicator deployment was not found within the investigation window. The allegation was not confirmed. However, detached or missing sensor wire was found in connection to the reported allegation. The probable cause of the detached or missing sensor wire could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). G3: date received by manufacturer - correction on initial MDR- (B)(4) - correct date should be 9/22/2023 due to upgrade reportable per data investigation result.

Event description:
Subsequent to the initial MDR, a correction is required.